Manufacturer narrative:
E2: ni e3: ni the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen was flickering while using the rigid video scope. The issue was found during an unspecified procedure and there were no reports of patient harm.

Event description:
It was reported that the screen was flickering while using the rigid video scope. The issue was found during an unspecified procedure and there were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, it is likely the reported malfunction was due to a broken video cable and therefore stripes in image occur. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.